Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery. The physician inflated a 2.5x15mm non-bsc balloon then deployed the 3x20mm liberte bare stent delivery system at 10atms in the target lesion. However, upon the second inflation the balloon ruptured. The device was successfully removed and the procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery. The physician inflated a 2.5x15mm non-bsc balloon then deployed the 3x20mm liberte bare stent delivery system at 10atms in the target lesion. However, upon the second inflation the balloon ruptured. The device was successfully removed and the procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the liberte/veriflex monorail stent delivery system was received for analysis with no original packaging. There was blood and contrast in the balloon and distal lumen. The stent was not returned with the device. There were stent strut impressions on the surface of the balloon, centered between the markerbands. This confirms that the stent was appropriately positioned and secured to the balloon in manufacturing. Inspection of the balloon revealed a pinhole on the balloon wall located 2mm from the proximal edge of the distal markerband. A piece of balloon material was flared back where the pinhole was located. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).